Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. The customer also reported that on (B)(6) 2007, they were feeling sweaty, disoriented, and faint. They were taken by ambulance to a local hospital, and exact details of diagnosis and treatment are not available. Per the meter internal log, there is no evidence that the freestyle flash blood glucose monitor involved in this report was in use at that time of the reported incident.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.